Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed evidence of power on reset events and multiple, consecutive call service alarms that confirm the user¿s experience and report of blank screen. On examination, the battery compartment and battery cap were intact without damage. The battery cap was able to be secured properly to the pump and maintained electrical connection while in place. On testing, the pump powered on to the ¿verify¿ screen. An ez-prime function was successfully executed. The pump was exercised for 24 hours without interruption of power or occurrence of alarm. A processor component was noted to be corrupted related to the blank screen issue. The component was successfully reprogrammed during the investigation. The pump was opened for investigation and did not reveal any evidence of damage to the pump¿s interior components.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no power; there was no audible tone on battery insertion. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged pump malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.